Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with device in backup vvi mode. The device's battery cell impedance was too high to complete a restoration, and therefore, a download was not performed due to a low battery status. Device replacement was scheduled due to an unresolved bvvi status. No symptoms were reported.

Event description:
New information received notes that the device was at normal elective replacement indicator (eri). The device was explanted and replaced with a competitor on (B)(6) 2019. The patient was stable throughout the procedure with no complications.